Event description:
A malfunction on the pump was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the malfunction code reappears.